Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact on the customer's blood glucose level. As the pump was no longer under warranty, it will not be returned, and no further actions have been documented.